Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment/locator snapped off of the implant and a screw is stuck in the implant. Based off the item being a locator, locators do not have screws. Fracture likely to be at thread level of locator. Customer is requesting removal tools, guide and sleeve. Patient will need to return for additional appointments for screw removal. Unknown tooth number.

Manufacturer narrative:
The unknown locator abutment and impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 13 years prior to the notification date. The reported event could not be recreated without return of the product for inspection. The customer has not provided additional pictures or x-ray images of the product.appropriate documentation was reviewed. DHR review was completed for the subject lot number 60815161. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60815161) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported events are non-verifiable. Device not returned.

Event description:
No further event information available at the time of this report.